Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that once the healicoil was inserted correctly, the tape that the product accommodates together with a thread does not slide inside the product, making it impossible to make a sliding knot, which is essential for tightening the break closure system. A flap of tissue remains at the anterior level of the supraspinatus tendon. The problem did not lead to any complication but the technique could not be performed as usual. The procedure was completed with the same device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: ¿read these instructions completely prior to use. Incomplete anchor insertion may result in poor anchor performance. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ a review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.